Manufacturer narrative:
Follow-up 04/30/2016: customer reported that they spoke with tandem clinical diabetes sales specialist who recommended moving infusion site to their lower back. Customer followed the recommendation and indicated that bg levels greatly improved and were near target. Recommendation was made to contact tandem technical support for any future assistance. Customer acknowledged. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 2 days. Reportedly, customer has a urinary tract infection and believes that this may be causing elevated bg levels. Customer changed infusion site on (B)(6) 2016 and administered a bolus on (B)(6) 2016 which stabilized bg levels to around 200 (mg/dl). Customer changed infusion site again on (B)(6) 2016 and reported that bg levels increased to 266 (mg/dl). Recommendation was made to contact health care provider to discuss diabetes management.